Manufacturer narrative:
Product analysis: it was confirmed that the display was not functioning properly. The connection between the display overlay and printed circuit board (pcb) was reseated and the stylus calibrated to the display. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right side of the programmer's display was not functioning. The programmer was returned for service. There was no patient involvement.